Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Device degeneration is listed in the instructions for use (IFU) as a potential risk associated with the overall tavr procedure. An increased gradient and/or leaflet mobility issues of an implanted valve in the later post-operative period may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and degeneration. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the event (end-stage renal insufficiency, disorder of calcium metabolism). The root cause of this event could not be determined. In this case, the valve was reported to be degenerated, with moderately thickened leaflets. This could be due to early calcification of the leaflets, due to the patient¿s chronic renal failure and/or an ongoing disease process of aortic stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by our affiliates in (B)(4), approximately six years post implant of the 23mm sapien xt valve in the aortic position, the valve degenerated with an eoa of <0.25-0.5cm2. Therefore a 23mm sapien 3 valve was implanted by tf approach inside the sapien xt valve (viv) with good outcome. The leaflet mobility was reduced, with moderately thickened leaflets. There was slight calcification. There is no evidence of pannus, thrombus and no visible vegetation.